Manufacturer narrative:
Imdrf device code a1502 captures the reportable event of stent positioning issue.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas during a pancreatic pseudocyst drainage procedure performed on (B)(6) 2024. During the procedure, the stent was able to be deployed; however, it deployed in an incorrect location. The stent was removed using forceps and another axios stent was used to complete the procedure. There were no patient complications as a result of this event.